Event description:
It was reported that the patient experienced discomfort at the ipg site. Reportedly, patient lost weight resulting in the ipg becoming more obvious. In turn, surgical intervention took place where in the ipg site was relocated to a new site to address the issue. Additionally, the ipg was also electively explanted and replaced.

Manufacturer narrative:
Date of event is unknown. Reporter phone number: (B)(6).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.